Manufacturer narrative:
The device was received for evaluation. Investigation is pending.

Event description:
The event involved primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch in which the customer reported that at approximately 12:00 pm the set was observed to be leaking an unspecified chemotherapy at the filter site while being used on a patient. The leak was noted at the air vents and the filter was not cracked. No mating or additional devices were used. There were no issues noted during initial priming/set-up of the primary plumset and priming went as usual. It was reported there was a delay in therapy of approximately 1-2 hours while they remade the infusions. However, there was no report of blood loss, long or short term issues, and/or harm as a consequence of this event.

Event description:
An update was received stating that the customer did not keep the leaking filter due to hazardous waste being administered through it. They also reported that the nurse noticed a small amount of fluid on the outside of the filter set, however there was no exposure noted. The infusion was stopped and the medication returned to the pharmacy. Once the medication was remade, the staff attached the same sets from different lot numbers and the infusions were completed. They had no further issues once the questionable lot was removed from their shelves.

Manufacturer narrative:
Received two new (list #142550489), primary plumset 0.2 micron filter clave y-site, pe lined tubing, 104 inch (lot #5512774), and no damage or abnormalities were noted. The set was air pressure leak tested and no leaks were observed along the fluid path. The complaint of leakage on the returned two new 142550489 primary plum sets could not be confirmed. Each product was tested per product specification. There no leaks observed anywhere along the fluid path. The returned two new 142550489 primary plum sets met product specification. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.